Event description:
It was reported that an ilet user experienced recurring dexcom g6 sensor errors and intermittent cgm signal loss on the ilet, indicated by three dashed lines in the blue circle and spotty bluetooth, with a fingerstick of 286 mg/dl entered and the ilet subsequently displaying 223 mg/dl; troubleshooting included unlocking the ilet, after which glucose readings resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific findings and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.